Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a hernia. It was reported that after the implant, the patient experienced emotional distress. Post-operative patient treatment included surgical intervention.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.